Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that there was an alert from the remote home monitoring system due to high out of range shock impedance measurements. It was noted that the impedance had been steadily increasing over the past three to four months from the upper 80 ohm range to 125 ohms. The patient was brought into the office and found that in rv to can the shock impedance was 126 ohms, rv to ra was greater than 200 ohms and ra to can was 164 ohms. It was noted this could indicate an issue with the proximal coil of the right ventricular (rv) lead. Boston scientific technical services (ts) discussed the option of programming the lead to single coil configuration. If reprogramming occurs, ts further suggested defibrillation threshold (dft) testing as the patient has not had a shock since implant testing. The rv lead remains in service and no adverse patient effects were reported.

Event description:
Additional information was received that the remote home monitoring system issued an alert for high out of range shock impedance measurements of 150 ohms. Engineering review of the data found that the shock impedance had been steadily increasing with a slight decrease at one point due to a programming change. However, shortly after that it started to increase again. Boston scientific technical services (ts) recommended possible max energy commanded shocks to test the integrity of the lead. The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was reprogrammed to rv coil to can vector. The physician opted to not perform defibrillation threshold (dft) testing at this time and will continue to monitor the patient.